Event description:
The patient reported that she experienced a blood glucose of over 500 mg/dl. She reported that she changed her site and gave a correction bolus. No further information is available at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2013 with the following findings: information from the reported event date is overwritten, no activity outside of normal use is observed in the available data. Tdd add up correctly and reflect the programmed basal target. The pump powers on and displays verify screen. The display is dim upon start up, a test display screen was mounted during investigation and it was fully illuminated and clear. The pump passed ¿ez-prime¿ steps and it was exercised for 24hours and no delivery interruption occurred during the duration test. The force sensor calibration reading is within specifications. The pump passed a 29hour flow accuracy test successfully. The keypad symbols were worn and the display lens was scratched.